Manufacturer narrative:
A review of the device history record (DHR) was completed and no complaint related issues were found. Placeholder.

Event description:
It was reported that the hand of a small hexagonal screwdriver with holding sleeve broke into four parts. This is for a warranty replacement only. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Item was received broken. The repair technician reported handle cracked/broken as the reason for repair. The cause of the issue is unknown. The handle and pin were replaced. There are no known ncrs associated with this part and lot number. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device malfunction was reported by a veterinary facility. No patient information will be provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) for this lot has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 28-feb-2004. The source of the manufacture date is the release to warehouse date.